Manufacturer narrative:
The returned cable was evaluated. Visual inspection upon receiving revealed a damaged cable cover relief. The cable failed functional testing. The cable had an intermittent connection and loses power when twisted, shaken or bent due to damage to the cable in the ch connector area. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported an intermittent operation, when the cable is moved the signal is lost. No patient impact or consequences were reported.